Event description:
It was reported via repair work order that there was no auxiliary power due to the auxiliary power cord being disconnected from the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.